Event description:
Sales representative reported that an expired silicone gel device was delivered to a physician. The expired breast implant was opened in the operating room and then discarded. Surgery was completed with a backup device. There were no other measures taken during the surgery as the expired device did not come into contact with the patient.

Manufacturer narrative:
UDI#: (B)(4).